Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence and insulin was observed to be leaking around the pigtail. Customer felt resistance during the load sequence using multiple cartridges. Another syringe needle and cartridge were used to resolve the issues. Customer¿s blood glucose level was 70 mg/dl.